Event description:
It was reported that the insulin pump has cracks in the battery compartment, and the customer was unsure how it happened. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with broken battery tube threads and loose/flush drive support disk.